Manufacturer narrative:
Device labeling for single use or reuse. Conclusions: no evaluation will be performed. No conclusions can be drawn.

Event description:
On (B)(6) 2013, a pt's boyfriend/ girlfriend contacted the johnson and johnson affiliate in (B)(4) to report that the pt was seen and treated at a local e.r. After experiencing redness, pain and swelling in the od. "The pt used trial fitting acuvue 2 define lens as instructed at an eye clinic; daily wear for 8 hours." The symptoms appeared in the od "within" the first seven days of use of the contact lens in question. The pt was diagnosed with corneal staining od, "underwent corneal surgery" and was instructed to d/c contact lens wear until the staining resolved. On (B)(6) 2013, an eye doctor at the hospital where the pt was treated provided additional info based on the documentation in the pt's medical record. The pt presented on (B)(6) 2013, due to c/o sudden pain in the od that began on (B)(6) 2013. The pt was diagnosed with an infectious corneal ulcer od. The ulcer was centrally located over the "whole of the cornea, about the same size as the pupil" and quite profound." The pt's va od, was affected, but not measured due to pain. Intense inflammation and corneal edema were also noted. The pt was treated with bestron and cravit ophthalmic solution q1h and tarivid eye ointment bid. The pt was instructed to rtc every day. It is unknown if the pt was instructed to d/c contact lens wear. F/u on (B)(6) 2013: medication continued. A corneal scraping of the focal area was obtained; no bacteria, fungus or acanthamoeba were detected. F/u on (B)(6) 2013: "treatment continued. The condition improved from the day before. Diflucan was added because the dr suspected the symptom was related to fungus based on focal condition. The pt was treated by different doctors each time." The pt did not return to the hospital for additional f/u visits as instructed. The treating eye doctor stated that "a scar would remain and va would significantly decrease after recovery" and "there is a possibility that cl handling was improper or solution was infected." The solution was discarded. The lot number of the product in question in unknown. No product is available for return for evaluation. On (B)(6) 2013, the pt reported: "proper cl care was implemented" and the pt "didn't wear cl for a prolonged time." The pt "still has staining in the center of the eye" and the "va has decreased considerably. The redness has been continuing." The pt also reported having returned to visit the treating eye care professional (ecp) 1-2 times, the ecp only instructed the pt to "apply eye drops" and that is why the pt "has given up on returning visit to the ecp." No additional info is available at this time. Based on the limited info available, no further investigation can be conducted at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.